Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. Evaluation summary: a female patient reported that the dose knob arrow was not aligning with the marked number of her humapen luxura and the insulin was leaking from the pen. The patient experienced injection site bruising. The device was not returned to the manufacturer for investigation (batch 1308b02, manufactured august 2013). The narrative may suggest the presence of a known malfunction (barrel misalignment). Since the device was not returned, a malfunction could not be confirmed. Malfunction unknown. A complaint history review of this batch did not identify any atypical trends with regard to barrel misalignment. All humapen luxura devices are assessed for dose number alignment during and at the end of the manufacturing process, which also ensures barrel alignment. The patient reported that she reuses needles and stores the device in the refrigerator. The instructions for use instruct the user to use a new needle for each injection. The user manual also instructs, "do not store the pen in a refrigerator." There is evidence of improper use. The patient reuses needles and stores the device in the refrigerator. This may be relevant to the patient's complaint of insulin was leaking from the pen. It is unknown if this is relevant to injection site bruising.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to notify a product complain and an event concerns a (B)(6) female light brown patient. Medical history was not provided. Concomitant medication included metformin for unknown indication for use. The patient received human insulin (rdna origin) nph (humulin n) cartridge, 30iu daily, subcutaneously, for unknown indication for use and beginning in 2014. On (B)(6) 2016, approximately two years after commencing human insulin nph via humapen luxura burgundy body type (batch: 1308b02) the reporter stated that the pen was with a problem, according to the reporter the dose knob arrow was not aligning with the marked number (product complaint (B)(4)/lot 1308b02) and the insulin was leaking from the pen. Also the humapen luxura burgundy body type case was not closing like it used to do before. The reporter stated that after the device began to present those problems the patient was storing the human insulin nph inside the humapen luxura and both inside the refrigerator and that after that the patient was experiencing bruising with little purple marks on the belly when she injected the insulin; this was also described as a hematoma at the abdomen. Laboratory exams and corrective treatment were not provided. The patient did not recover from the event. On an unspecified date, unknown time after the human insulin nph treatment start date, the reporter stated that the patient was using a syringe to deliver the insulin once her humapen luxura was not working. Human insulin nph treatment was continued. The patient was the device operator. It was unknown if she received proper training. The patient uses the suspect device and the suspect device model for two years. Device was discarded therefor no further follow up was possible. The reporting consumer did not provide a relatedness opinion. Update 28-jan-2016: additional information received on 20-jan-2016 from the global product complaint database updated the malfunction field to yes/cirm for the humapen luxura unknown body type; added the product complaint number of (B)(4); updated the medwatch and european and canadian required device reporting elements; updated the as reported term of injection site bruising with as reported term of hematoma; added additional product complaint description to the narrative; and updated the narrative. Update 05feb2016: additional information received on 03feb2016 from the initial reporter, added: information regarding the delivery type of the human insulin nph on the case narrative (added that it was via syringe). No clinically significant information was added to the case. Update 22feb2016: additional information received on 19feb2016 from global product complaint database updated the lot number from c266272 to 1308b02 for product complaint (B)(4) which updated the device to a humapen luxura burgundy. The product tab for humapen luxura burgundy and the narrative were updated. Update 01mar2016. Additional information received 29feb2016 from the product complaint safety database.(B)(4).

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to notify a product complain and an event concerns a (B)(6) female light brown patient. Medical history was not provided. Concomitant medication included metformin for unknown indication for use. The patient received human insulin (rdna origin) nph (humulin n) cartridge, 30iu daily, subcutaneously, for unknown indication for use and beginning in 2014. On (B)(6) 2016, approximately two years after commencing human insulin nph via humapen luxura unknown body type (batch: (B)(4)) the reporter stated that the pen was with a problem, according to the reporter the dose knob arrow was not aligning with the marked number ((B)(4)/lot (B)(4)) and the insulin was leaking from the pen. Also the humapen luxura unknown body type case was not closing like it used to do before. The reporter stated that after the device began to present those problems the patient was storing the human insulin nph inside the humapen luxura and both inside the refrigerator and that after that the patient was experiencing bruising with little purple marks on the belly when she injected the insulin; this was also described as a hematoma at the abdomen. Laboratory exams and corrective treatment were not provided. The patient did not recover from the event. Human insulin nph treatment was continued. The patient was the device operator. It was unknown if she received proper training. The patient uses the suspect device and the suspect device model for two years. If device is returned, evaluation will be performed. The reporting consumer did not provide a relatedness opinion. Update 28-jan-2016: additional information received on 20-jan-2016 from the global product complaint database updated the malfunction field to yes/cirm for the humapen luxura unknown body type; added the product (B)(4); updated the medwatch and european and canadian required device reporting elements; updated the as reported term of injection site bruising with as reported term of hematoma; added additional product complaint description to the narrative; and updated the narrative.